Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03708, 2134265-2010-03707. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled three additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03708, 2134265-2010-03707. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled three additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: there was no residue present on the device indicating that device was not used by customer. The pouch was opened to observe the guidewire assembly. Upon evaluation, the guidewire was found loaded correctly inside the hoop assembly. No damages were observed on the guidewire assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be design related. (B)(4).